Event description:
It was reported that coil protrusion occurred. The target lesion area was located in a moderately tortuous vessel in the abdomen. A 2d 3mmx12cm interlock pe f-idc embolic, a 2d 6mmx20cm interlock pe f-idc embolic, and 2 2d 4mmx15cm interlock pe f-idc embolics were attempted to be used during an endoleak prevention procedure within the abdomen. During the procedure, the coils became stuck inside the microcatheter and could not be detached. Subsequently, the coils were removed together with the microcatheter and were noted to be protruding from the tip of the catheter. The procedure was completed with new coils of the same sizes. No patient complications were reported and the patient was good post procedure.